Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of buckling and occlusion of the bifurcated stent graft (main body). The possible proximal aortic dissection is refuted, rather due to the placement of the main body, the left renal artery flowed into the proximal stent. The final patient status was reported to be good. This events are most likely user related due to the use od non-endologix stents, lack of aortic aneurysm and the infrarenal neck angulation of 85° (should be less than or equal to 60°). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply,

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated with afx bifurcated stent graft and two (2) non - endologix leg stents (gore) to treat a common iliac artery aneurysm. This procedure is outside the indications of use (off- label). Approximately one (1) years post initial procedure, a possible dissection around the proximal portion of the bifurcated stent graft was noted. The physician decided to continue to monitor the patient. Now, approximately two (2) years post initial procedure, an angiograph shows that the bifurcated stent graft is kinked and blood flow to the peripheral portion was blocked (stenosis). Blood flow to the peripheral was maintained from collateral blood flow and the patients vital were stable. An open heart surgery was performed. Due to adhesion, the devices were not able to be removed from the body. No further information was provided.